Manufacturer narrative:
Additional information: (device not returned) the most likely cause for the reported event is a light engine failure.

Event description:
It was reported that the device smells strongly burnt. This was noticed before the surgery. There was no harm for patient, operator or third party. There was no case involvement. No further information received. Update (B)(4) 21-mar-2025: further information was received: this was noticed before the surgery, however, they used the device anyway as they could not determine where the burning smell was coming from. It is still not clear where the smell came from.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.